Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump. Boluses per day: 18.the patient¿s representative reported that it seemed like the countdown clock was "sticking ". The agent had the caller toggle off wifi and mobile data and restart the app and the caller would monitor if lock out time gets stuck. While on the call the caller stated the handset was lagging at 90%. The agent reviewed data and walked the caller on how to delete the data and the caller was able to connect to the pump with no lag time. The caller would call back if they needed further assistance. On 2025-07-15 additional information was received from the patient¿s representative who stated that they wrote down how to clear data for when the ptm (personal therapy manager) was ¿working slow¿, with no further allegations for that issue during the call. The caller stated that have to restart the app 9 times a day because the lockout countdown is not updating when the patient goes back to look how much time there is left.